Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14j005 was manufactured between september 3, 2014 and september 9, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected device was received for evaluation. The device was visually inspected and functionally leak tested. The device showed no abnormalities that could have caused or contributed to the reported condition, as no leak was noted during the evaluation. The reported condition could not be verified, as the device operated within the desired product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the chamber of an infusor. There was no patient involvement. No additional information is available.